Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported inability to insert the atrial lead was not confirmed in the laboratory. Visual inspection of the device noted white material around the aring contact spring. Further testing showed the white material did not affect lead insertion. Test leads were inserted and all set screws were properly tightened. The cause of the reported field event could not be determined.

Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the atrial port of the device header. Silicone oil was used but was unsuccessful. Device was replaced.